Event description:
Machine alarming low battery even though charger plugged in, staff wiggled it about in pump and got charging again. The next day no suction on pump even though charger in pump and dressing had fallen off and no exudate in canister and leakage of exudate over bed sheets from wound.

Event description:
Machine alarming low battery even though charger plugged in , staff wiggled it about in pump and got charging again. The next day no suction on pump even though charger in pump and dressing had fallen off and no exudate in canister and leakage of exudate over bed sheets from wound. Couldn't get confirmation if pump had turned off at this point but they got pump back working again so redressed and I supplied another pump. Collection of faulty pump organised

Manufacturer narrative:
.